Manufacturer narrative:
The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant sodium (na) results for one patient sample tested on a cobas 6000 c (501) module. The sample initially resulted in a na value of 153 mmol/l and repeated as 140 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The na electrode lot number was i6904. The expiration date was not provided. The field service engineer adjusted the rinse water and ise sipper. Quality controls were run. The results were within the customer¿s specifications. The investigation is ongoing.